Event description:
Customer reports that when changing infusion set insulin pushed out of infusion set and not reservoir. Customer's blood glucose was 173 mg/dl. Customer reported that issue was solved with reservoir change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.